Manufacturer narrative:
Product not yet evaluated. (B)(4).

Event description:
Consumer complaint of blood result reading of "lo." Customer states that he feels well and requires no medical attention. Customer's expected blood results are 100-180mg/dl fasting. Verified the strips expire 05/22/2018. Customer confirms the strips are stored in the kitchen and was first opened (B)(6) 2015. Reviewed meter memory: lo, (B)(6) 2015, 02:44:00 pm, fasting:yes; lo, (B)(6) 2015, 01:32:00 pm, fasting:yes; lo, (B)(6) 2015, 11:26:00 pm, fasting:yes; lo, (B)(6) 2015, 11:02:00 pm, fasting:yes; lo, (B)(6) 2015, 11:00:00 pm, fasting:yes. Customer's concern: customer is concerned with all lo results. No adverse event reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user's test strip had poor storage investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of blood result reading of "lo". Customer states that he feels well and requires no medical attention. Customer's expected blood results are 100-180mg/dl fasting. Verified the strips expire 05/22/2018. Customer confirms the strips are stored in the kitchen and was first opened on (B)(6) 2015. Reviewed meter memory: (B)(6). Customers concern:customer is concerned with all lo results. No adverse event reported.